Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The patient's skin is open and raw under the front therapy electrode. It was reported that the patient has excoriation under the right breast, as well as fungal infection and blistering. No bleeding or open sores. The patient was given a prescription of lidocaine. Irritation improved after using the prescribed lidocaine.